Manufacturer narrative:
Pump was received with pump error during rewind followed by pump error after restart due to motor flex cable not connected to j5/pcb 1 properly. Pump passed the self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error. Pump was received with scratched case, cracked select button keypad overlay, serial number label missing, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the medtronic label absent on the right side. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.